Event description:
It was reported by the customer's mother that their insulin pump keypad was unresponsive to user inputs. Customer stated the device had been splashed with water. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 269 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No failed battery test battery alarms noted. The unit was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The device also was received with corroded battery cap contact, minor scratched lcd window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).